Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The used returned sample was visually inspected and no obvious defects were observed. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No message code appeared on the screen. The maximum value of vacuum and continuous reflux displayed properly on the progress bar. Fluid flowed from balanced slat solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the amount of irrigation was insufficient during the ultrasound and irrigation/aspiration phase during a procedure. The patient's anterior chamber had become shallow during the procedure however the procedure was completed safely without product replacement. There was no harm to the patient.